Event description:
Pt infection. Implanted in 2005. About five weeks later pt returned with infection. Mesh was left in, treated with antibiotics. Questionnaire faxed to customer in 2005. Completed questionnaire returned the next day.